Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not able to be interrogated and identified with a communicator that had been recently used to interrogate a previous patient. The patient did not reported a new device. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not able to be interrogated and identified with a communicator that had been recently used to interrogate a previous patient. The patient did not reported a new device. According to field representative, the issue was resolved putting a new cell adapter on the unit. No adverse patient effects were reported.